Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of infection and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, infection, lymphadenopathy.

Event description:
Patient reported right side "infection in capsules, fever¿, ¿smaller, lower and folds over, leaking¿, "painful", rippling", " lymph nodes swollen in neck and under arm¿. Patient also reported ¿hard to swallow¿, ¿blurry vision¿, "suspected cancer¿, "fatigue¿, "trouble breathing¿, "nausea¿ which are all non device related. The device remains implanted.